Manufacturer narrative:
The event occurred on an unspecified date and month of 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a face masks was loose. The patient further reported that " the wire did not go all the way around, falling off the face easily." This occurred during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.